Manufacturer narrative:
Contact office correction: (B)(4). : philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. The customer repaired the unit. He could not recall what was done to repair it, but he confirmed the device was back in service.

Event description:
The customer reported the device wont power on. No patient involvement reported.

Event description:
The customer reported the device wont power on. No patient involvement reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).